Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and a infrarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial implant; during a routine follow-up the patient was identified with migration with no obvious endoleak, the physician elected to reline the originally implanted devices with an afx bifurcated stent graft, 2 (two) ovation limb and a non- endologix (medtronic) thoracic graft. The patient was reported as stable and doing well.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event / incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event / incident was completed. An examination of medical records and / or medical imaging received by endologix shows the reported migration was unconfirmed. This is not consistent with the reported adverse event / incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable and doing well post-secondary endovascular procedure. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.